Event description:
It was reported that during a stapled hemorrhoidectomy, a new device was opened and the doctor did the normal procedure until he fired. He used all his power to close the firing trigger. However, he couldn't cut through the washer. He then released the trigger and tried again. He cut through in his second trial, but the washer was unevenly cut and staples didn't form nicely. He then removed the staples and used sutures to close the wound. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality in both settings (low-b and high-b). The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.